Event description:
Customer reported that her blood glucose was 104 mg/dl. Customer stated that her insulin pump was not working correctly. Customer stated that she was rewinding and the insulin pump screen went blank. Customer stated that she cleaned the battery contacts and changed the battery, but the display did not return. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.